Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a excessive no delivery alarm on the insulin pump. The customer's blood glucose level was 129 mg/dl. The customer stated that the alarm occurred during priming and bolus/basal. The troubleshooting was performed. The customer was advised that it might have been a connection issue and also site issues during bolus/basal. The customer was advised to try different kinds of infusion sets and see if any changes if not call us back. No further assistance was needed.